Manufacturer narrative:
Investigation of reported issue is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure cannot be verified, & root cause cannot be identified. (B)(4). The instructions for use (IFU) provides the user information regarding proper care, use & monitoring of this device while being used. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. IFU also advises user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. The IFU also gives specific direction as to safely & carefully removing the vcare after use; dont use excessive force to avoid traumatizing the vaginal canal. The user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. Unlock the locking mechanism and retract to the handle.swipe a finger around the edge of the vaginal cup to separate the tissue from cup to prevent tissue damage fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Upon removing vcare, visually inspect the vcare device & patient to make sure the entire vcare device was properly removed & no components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, quantity of 2, lot unknown, recently experienced by ascension health / wfh franklin hospital on unknown dates. Information received was that ¿the shaft came loose during the procedure.¿ it is noted to have occurred during robotic assisted hysterectomies. The v-care remained intact, but the handle lost it's bonding to the shaft and freely spun around the shaft. The procedures were completed, but they had to secure the shaft with a large kocker to effectively manipulate the uterus. The vcare did not break apart and there were no patient injuries. No other information is available, lot numbers and dates of events are unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the vcare medium (34mm) cup #60-6085-201a, quantity of 2, lot unknown, recently experienced by ascension health / wfh franklin hospital on unknown dates. Information received was that ¿the shaft came loose during the procedure.¿ it is noted to have occurred during robotic assisted hysterectomies. The v-care remained intact, but the handle lost it's bonding to the shaft and freely spun around the shaft. The procedures were completed, but they had to secure the shaft with a large kocker to effectively manipulate the uterus. The vcare did not break apart and there were no patient injuries. No other information is available, lot numbers and dates of events are unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.